Event description:
It was reported that the customer experienced a blood glucose (bg) level of 475 mg/dl. Cause of bg level was not known. Customer administered a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and manual injections. Customer was discharged the following day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.